Event description:
During fluro scan of patient with catheter inserted, the system reportedly would lock up and give a system error x-ray abort. The system appeared as if it could still shoot x-rays, but no image would display. System was shutdown and powered back up to recover. The user was allegedly unable to fluoro to remove the catheter. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.